Manufacturer narrative:
Event date: exact date unknown, event occurred two weeks prior based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead had migrated after being slipped. It was noted that the patient experienced uncontrollable tremors on the right leg. It was believed that the fall was not device related however potentially caused by anatomical changes from spinal cord system (scs). The patient underwent revision procedure and was doing well postoperatively.

Event description:
It was reported that the patients lead had migrated after being slipped. It was noted that the patient experienced uncontrollable tremors on the right leg. It was believed that the fall was not device related however potentially caused by anatomical changes from spinal cord system (scs). The patient underwent revision procedure and was doing well postoperatively. Additional information received that the patient underwent revision procedure wherein the physician simply repositioned lead back towards the anatomical midline.